Event description:
Reportedly, during the implantation attempt, no pacing or sensing could be obtained using the psa. Replacing the psa cables without effect. As a result, a new lead was implanted.

Manufacturer narrative:
Summary of the investigation: the review of the quality documents indicated that the lead met all the requirements of the specifications during inspections. Electrical tests revealed an abnormally low impedance value measured on the proximal part of the lead, indicating the presence of a short-circuit between the two conductor lines (inner and outer coils). This failure is related to the inner tube not sufficiently inserted into the connector. Actions to avoid recurrence of this kind of event were implemented. The subject lead of this complaint was released prior to the implementation of the actions to prevent the re-occurrence. This investigation will be retained and used for trending purposes. For more details ,please refer to the attached report analysis.

Manufacturer narrative:
The attachment has been updated. Summary of the investigation: the review of the quality documents indicated that the lead met all the requirements of the specifications during inspections. Electrical tests revealed an abnormally low impedance value measured on the proximal part of the lead, indicating the presence of a short-circuit between the two conductor lines (inner and outer coils). This failure is related to the inner tube not sufficiently inserted into the connector. Actions to avoid recurrence of this kind of event were implemented. The subject lead of this complaint was released prior to the implementation of the actions to prevent the re-occurrence. This investigation will be retained and used for trending purposes. For more details ,please refer to the attached report analysis.

Event description:
Reportedly, during the implantation attempt, no pacing or sensing could be obtained using the psa. Replacing the psa cables without effect. As a result, a new lead was implanted.

Event description:
Reportedly, during the implantation attempt, no pacing or sensing could be obtained using the psa. Replacing the psa cables witout effect. As a result, a new lead was implanted.